Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused sinus infections. The patient required medical intervention in the form of a prescription for antibiotics. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer found no distinct wear, tear, or contamination on the enclosure of the device. The device was disassembled for internal visual inspection. The manufacturer found evidence of dust contamination on the interior of all enclosure pieces, as well as dust contamination in the blower. The manufacturer also found evidence of water ingress and mineral deposit contamination on the blower and in the blower box. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer applied power to the device and confirmed the device provided flow. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The contamination was found in the as observed in the blower and in the blower box; the manufacturer also found evidence of water ingress in the device. Section h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused sinus infections. The patient required medical intervention in the form of a prescription for antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.